Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a message appear on the pump: helium transducer not calibrated. Helium icon is gone from the screen but the tank gauge shows lots of gas pressure. No patient effects.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: h6(health effect-impact code). It was reported that during use on patient this message appeared on the cardiosave intra-aortic balloon pump (iabp) : a getinge field service engineer evaluated helium transducer not calibrated. Helium icon is gone from the screen but the tank gauge shows lots of gas pressure. No patient effects. She will take the pump to biomed. The service sticker shows it was just serviced in december. Patient involved. H3 other text : repair service not done.

Event description:
N/a.